Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to address the issue. Additionally, it was reported that the pump touch screen was unresponsive. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 176 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.